Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a self filling failed and safety disk replacement required. There was no patient involvement.

Manufacturer narrative:
Updated: b4, d8, d9, e1 (initial reporter), g1 (contact person, mfg site) g3, g6, h2, h3, h6 (type of investigation, investigation finding, component codes, and investigation conclusions) and h11. A getinge filed service engineer (fse) was dispatched to evaluate the unit. Error analysis in service. Replacement of the safety disk, because it has exceeded 6,000,000 cycles and therefore replacement is required. Replacement of the compressor, because it was not able to provide the correct pressure and vacuum value. Calibrations performed as per the manufacturer's instructions. Operation tests performed with positive results. The failure analysis and testing department received scroll compressor with a reported unit failure of compressor not able to provide correct pressure and vacuum values. The fat department performed a visual inspection of the part received and found that the part is in good condition.the fat department installed the part in the cardiosave test fixture serial number and tested to factory specifications per cardiosave service manual. The failure analysis and testing department ran the test of pumping for 2 hours. Then performed the compressor output test. The result was the current motor speed is 1775 rpm is less than 2000 rpm (should be less than 2000 rpm acceptable level). The fat dept. Could not verify the compressor failure experienced by the customer. Retaining the scroll compressor in the fat dept. Per procedure.

Event description:
N/a